Manufacturer narrative:
Correction: the date of implant is (B)(6) 2016; not (B)(6) 2016 as previously reported. This report is submitted on april 27, 2017.

Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
Per the clinic, the patient's device was explanted (date not reported) due to migration of the electrode array. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.